Manufacturer narrative:
There are no allegations of any system or component failure or malfunction and all components are reported to be functioning well. The patient participated in the decision for where to place the implant initially, however usability of the system was later compromised due to lack of assistance available in the patient's home. All original components remain implanted and in use after moving the ipg to a more usable location.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. At the time of the initial implant the patient agreed to have the implantable pulse generator (ipg) placed in the lower back area, with the plan to have a spouse help with placing the external components. After having the system implanted the spouse passed away and the patient no longer has consistent assistance to place the external components. The patient reported struggling with using the system independantly and requested to move the ipg to a more lateral position that is easier for the patient to reach without assistance. On (B)(6) 2025 a surgical procedure was performed to move the existing ipg more lateral per the patient's request. No components were replaced and no new components were implanted.